Manufacturer narrative:
A sample product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, there was a refractive surprise. The patient reported decreased vision. The lens was exchanged for another lens of one diopter less power approximately three months after the initial implantation.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).